Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor graph was missing. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy. Customer's blood glucose (bg) was 549 mg/dl. A correction bolus was delivered to address bg level.